Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The pt stated he was transported to the hosp, and was treated with glucose. The pt was treated for the low blood glucose and released several hours later. Customer has not yet returned the device to the MFR for device evaluation. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.